Event description:
The independent repair center states that the unit caught fire originating by the pe valve. The caller states the hour meter was blown out of the cabinet.

Manufacturer narrative:
The device has been returned and an evaluation was conducted. The evaluation concluded what was originally suspected, that this failure mode has already been previously identified and investigated. The evaluation found no evidence that the hour meter had been dislodged from the cabinet. The meter was properly placed upon the units return. There were no indications that the event had exited the devices shroud. This previously investigated issue resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Manufacturer narrative:
The reporter alleged the unit caught fire originating by the pe valve. Additionally, it was found that the hour meter became dislodged from the cabinet. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The unit is awaiting return, and once the evaluation results are available, a supplemental record will be filed.

Event description:
The independent repair center states that the unit caught fire originating by the pe valve. The caller states the hour meter was blown out of the cabinet.